Event description:
Boston scientific crm received information that this cardiac resynchronization therapy-defibrillator (crt-d) was explanted and replaced with a boston scientific crt-d after the patient experienced pacing inhibition and an inappropriate shock from oversensing due to the right ventricular (rv) lead's location, which placed the distal coil in close proximity to the patient's heart valve. A boston scientific crm field representative reported the patient has complete heart block, and the sensing of atrial flutter on the rv channel resulted in the pacing inhibition and inappropriate shock. There was no evidence of oversensing when the acute device was tested by placing the patient in atrial flutter. The rv lead remains implanted and in service. There was no report of adverse patient effects.

Manufacturer narrative:
This event will be updated if additional information is received. Four years later the device was returned and is currently being analyzed by our post market quality assurance laboratory. Upon receipt at our post market quality assurance laboratory, inspection of the device noted body fluid contamination in the lead barrels. A review of the episode history verified a shock was delivered due to oversensing of atrial flutter back in (B)(6) 2008. The device did not have any resets, error or fault codes. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.